Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference number 3012307300-2025-04009 for details pertinent to this event.

Event description:
It was reported that particles were noticed in the infusion bag of the medication cassette. This particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot is of 6,00%. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.